Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that during use, the device exhibited many ¿air in line¿ alarms pertaining to the cassettes. Per the reporter, there were no adverse patient effects related to the reported issue. The device delivered veletri at a rate of 2.9ml/hr.

Manufacturer narrative:
D4: catalog, lot, expiration date, UDI number unknown. G4: 510k number unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.